Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. X-ray review results: post-op x-rays for bony segment thoraco-pelvic fixation for kyphotic deformity shows displacement of rods from connectors bilaterally. The connection between the upper and lower segments of the instrumentation occurs at the apex of the kyphotic deformity. This is a natural place for hardware failure to happen if fusion has not occurred. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: t10 fracture - thoracic kyphosis procedure used: arthrodesis levels implanted: t3 - s1 it was reported that post-op, due to breakage of the connectors and rods that prevented from fusion, the set screw thread damaged and as a result the patient suffered with pain. T3-sacrum arthrodesis, rod replacement, screw replacement and nut replacement were performed as a revision surgery.